Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the trigger of the device was not working and when the forward button was pressed, it stayed pressed and did not return to its normal position was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor of the device was damaged, and the device would not run. It was noted that the motor was faulty, and the handpiece was not functioning. It was further determined that the device failed pretest for check sticky speed trigger. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the button (trigger) of the small battery drive device was not working. It was reported that when the forward button was pressed, it stayed pressed and did not return to its normal position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.